Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer reported that the drive support cap appeared to be normal. The customer mentioned that the pump was not exposed to high magnetic field. The customer does not recall motor position encoder error to appear on the pump. The customer stated that a bolus delivery motor error was present in the alert history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed the motor test. The pump passed the self test, unexpected restart and all operating currents were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.